Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. Two days after the initial receipt of this report, the patient was hospitalized for the event and for a surgical repair procedure of the hernia. On an unreported date during the hospitalization, the patient underwent a hernia repair surgical procedure. On an unreported date in the same month as hospitalization began and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date in the same month as the surgical intervention, peritoneal dialysis therapy was withdrawn and the patient was placed on hemodialysis therapy until recovery and healing from the procedure has been completed and then the patient will return to peritoneal dialysis therapy. The patient was recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.